Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: the actual device will not be returned. Results/conclusions: the actual device will not be returned. No product eval can be performed. Without the finished good lot number it is not certain if there were any quality issues against the raw material suture of the lot. However, a record review was performed for the finished goods lots purchased during the past year for this item. Seven (7) device history records were reviewed. There were no non conformances issued for these lots nor suture component lots. The product from these finished good lots and all of the components met surgical specialties requirements throughout the incoming, mfg and the final inspection processes. Irritation, is a known risk with ny suture material the most probable root cause for post operative irritation can not be determined with certainty based on the info provided. Ref: -complaint #6341 (ethicon's complaint #(B)(4)) - item #sxmd2b401 stratafix spiral pga-pcl knotless tissue control device. A 2mh -0- undyed monoderm 36x36, lot unk.

Event description:
Dr and pa reported slight skin irritation and redness the size of a quarter, no swelling, on 2 pts 2 weeks post op for 1 hip and 1 knee. Pt 1: knee redness was on center of wound. Pt 2: hip redness was on the comer of wound. Not sure why and will keep an eye on. Recommended setting tension properly and ensuring stratafix suture does not come in contact with draps. Raytechs, or lap sponged or other fibers that could be introduced to the wound. Ref. Pr complaint #(B)(4).